Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MDR #6000089-2007-00889. It was reported that 4 days post a coronary drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The de novo lesion being treated was located in the left main trunk (lmt). The lesion was located at a bifurcation and had a tortuous pass located proximal to the lesion. The vessel was 2.63 mm in diameter with a 90% stenosis. The proximal left circumflex (lcx) was predilated with a 2.50x20mm maverick balloon at 14 atms for 30 seconds, 12 atms for 20 seconds, and 18 atms for 20 seconds. The physician then implanted a 3.00x12mm taxus express2 drug eluting stent in the proximal lcx at 14atms for 30 seconds, and then implanted a 2.50x16mm taxus express2 drug eluting stent in the distal lcx at 16 atms for 20 seconds and 18 atms for 10 seconds, overlapping the 3.00x12mm taxus stent. Ivus detected the stent was well apposed, but detected 50% stenosis in proximal left anterior descending (lad). Poba was performed using an unspecified balloon, reducing this to a 25% stenosis. Medications used during the procedure included ticlopidine, aspirin, cilostazol, luvalo, nitorol, and heparin. Four days later, the pt was transported to the hospital by ambulance. Tests revealed a thrombus in the lmt. The physician advanced an unspecified balloon catheter to the lesion and inflated it. Then the physician noted that there was stenosis in the proximal lad, so the balloon catheter was inflated in the lad lesion. During the procedure the pt experienced ventricular flutter, so the physician performed defibrillation shock and inserted an intra aortic balloon pump and a pacing catheter. The pt was in critical condition and blood flow was sluggish. Finally, the pt expired due to cardio respiratory arrest. The relationship between the taxus stents and thrombosis and death is unk. The pt was taking the following medications: "ticlopidine 2t/day, cilostazol 2t/day, aspirin 1t/day prior to the procedure," cilostazol was discontinued post procedure. The pt was compliant with medications.